Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer did not open correctly on the unit. The user remained logged in when attempting to access items and had to wait until the unit timed out. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had not opened correctly. The field service engineer (fse) reported that the enhanced half height drawer 3.1 had frequently failed according to the customer. The station was powered off, and the rowboard cable was reseated. The retractor band, which showed signs of damage, was also replaced. The unit was tested in diagnostic mode, and the customer tested the drawer. A proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.